Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/malfunctioned printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally reported that his olympus evis exera iii video system center because of an e204 error code and an unspecified noise noted during use. During the device evaluation, it was discovered that the unit was not displaying an image. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An e204 error code was present during the evaluation due to a damaged printed circuit board. Additionally, the unit intermittently failed to produce an image when tested with 190 series scopes due to another defective board. When the image was present, it was noisy. If additional information becomes available following the device evaluation, a supplemental report will be filed.